Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 07-aug-2019. The most recent information was received on 12-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of adenomyosis ('adenomyosis') in an adult female patient who had essure (batch no. C68124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced adenomyosis (seriousness criteria medically significant and intervention required), pruritus ("itching"), amnesia ("memory loss"), fatigue ("fatigue"), dry eye ("dry eyes"), tendonitis ("tendinitis"), myalgia ("muscle aches"), paraesthesia ("tingling (arms, hands, feet, mouth)"), paraesthesia oral ("tingling (arms, hands, feet, mouth)"), tachycardia ("tachycardia") and language disorder ("language disorders"). The patient was treated with surgery (removal of the uterus). At the time of the report, the adenomyosis, pruritus, amnesia, fatigue, dry eye, tendonitis, myalgia, paraesthesia, paraesthesia oral, tachycardia and language disorder outcome was unknown. The reporter considered adenomyosis, amnesia, dry eye, fatigue, language disorder, myalgia, paraesthesia, paraesthesia oral, pruritus, tachycardia and tendonitis to be related to essure. The reporter commented: patient's uterus was affected by adenomyosis requiring removal of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc. On 12-aug-2019: coding request: tingling limbs (arms, hands, feet, mouth) was split and coded to paraesthesia and paraesthesia oral. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 07-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of adenomyosis ('adenomyosis') in an adult female patient who had essure (batch no. C68124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced adenomyosis (seriousness criteria medically significant and intervention required), pruritus ("itching"), amnesia ("memory loss"), fatigue ("fatigue"), dry eye ("dry eyes"), tendonitis ("tendinitis"), myalgia ("muscle aches"), paraesthesia ("tingling limbs (arms, hands, feet, mouth)"), tachycardia ("tachycardia") and language disorder ("language disorders"). The patient was treated with surgery (removal of the uterus). At the time of the report, the adenomyosis, pruritus, amnesia, fatigue, dry eye, tendonitis, myalgia, paraesthesia, tachycardia and language disorder outcome was unknown. The reporter considered adenomyosis, amnesia, dry eye, fatigue, language disorder, myalgia, paraesthesia, pruritus, tachycardia and tendonitis to be related to essure. The reporter commented: patient's uterus was affected by adenomyosis requiring removal of the uterus. Amendment: the report was amended for the following reason: after internal review, ccc correction was initiated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.